Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, non-sustained right ventricular oversensing episodes were observed which appear to be lead noise sensed on the ventricular channel. There are no programing options. Lead revision was recommended. No further information is available.